Event description:
Information received regarding the explanted device notes ventricular oversensing and loss of ventricular capture. The patient was pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received